Manufacturer narrative:
The affected device was examined onsite by draeger service technician, and a faulty cockpit infinity c500 was identified as root cause of the reported event. Due to the characteristics of the specific failure, it was not possible to obtain the log file of the affected cockpit. As part of the device examination, however, the affected cockpit was temporarily replaced with a spare unit and device powered up successfully, verifying that the malfunction was limited to the cockpit, but the ventilation unit of the workstation was not affected. The service information was made available and reviewed at the manufacturer¿s site. Based on the investigation at the manufacturer¿s site a permanent cockpit malfunction could be confirmed. Due to the limited information (no log file available) it was not possible to identify the root cause of the cockpit malfunction. The customer decided to retire the affected device and no further repair was requested. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. After three unsuccessful attempts the workstation would stop restarting the cockpit with accompanying audible alarm tone. The ventilation will not be affected by a restarting cockpit and will be continued as set. Since, however, the monitoring functions are limited and the user interface is inoperable, the ventilation shall be continued with an independent device. In the current event no patient health consequences were reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device started alarming with a high pitch alarm during use on a patient. The user was unable to stop the alarm; the device was therefore turned off via main switch. The user tried to power the affected device back on but the device was still alarming. There were no patient health consequences reported.